Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model drn00v was explanted due to patient dissatisfaction related to glare and halos. The lens was exchanged for a preloaded monofocal iol (model dcb00). The exchange procedure was completed without complications; no sutures or vitrectomy were required. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6 : unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to (B)(6) 2026. Section d6a: implant date unknown/not provided. Section e1: (email address): unknown/ not provided. Section h3:the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4619: temporary impairment (halo vision- surgical intervention required : halo vision - (requiring surgical or medical intervention) and glare surgical intervention required : glare - (requiring surgical or medical intervention). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.